Event description:
The device generated a result of 94 mg/dl, without having first applied blood, or control solution, to the test strip. Pt did not treat based on this result. Technical support requested the return of the suspect product and replacement product was shipped.